Event description:
The patient presented with the alert -device in vvi-backup mode-. At the last follow-up in 2008, battery values were 2.71 v, 6 kohms and 19 ua with an estimated remaining longevity of 0.5 to 0.75 years. After two failed download attempts, the pulse generator stopped pacing and was replaced.

Manufacturer narrative:
Final analysis found the device as received was in backup vvi mode due to non-maskable interrupt. The product code could not be reloaded, due to low battery voltage, as a result of battery depletion. After connecting the device to an external power supply, the product code could be downloaded successfully and normal function ensued.